Manufacturer narrative:
One kangaroo epump was received with a complaint of ¿keeps rebooting.¿ the service technician found that the unit would cycle itself back off after startup. The root cause has been isolated to corrosion on the pcba. The device would not power on with battery power alone. The device would intermittently power on with ac power, however the device would power off directly after. When the unit powers down by itself it either displays the normal ¿hold button to power down 3..2..1.¿ or it powers off with no text at all. Both occur when the power button is not being held down to power off the unit. The overlay was replaced by a known good overlay, this had no effect on the unit¿s ability to power cycle properly. The pcba was further inspected, substantial corrosion was found on the board. The corrosion was cleaned off the pcba. The device was then powered on. The device powered on properly, passing post with audible tones present. The device stayed powered on until it was told to cycle back off. The device was then power cycled 10 times on battery and another 10 times on ac power. The device properly cycled each time, root cause of the failure has been isolated to corrosion on the pcba. The device went through and passed recertification. The device was run at 400ml/hr with no faults found. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the unit keeps rebooting. Per customer reply to email request for additional information on (B)(6) 2018, the unit is not powering off; however it is powering back on when turned off. Upon triage on (B)(6) 2018, the service technician found that the unit would cycle itself back off after startup.